Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6) , and the suspected thrombus could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . Multiple attempts for additional information were sent to the customer and no further detail was provided. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombus as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 06may2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event date is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a suspected thrombosis.